Manufacturer narrative:
Final analysis found an external abrasion breaching the outer insulation at 11.9 cm to 12.2 cm from the connector pin. The abrasion was consistent with friction of the lead to the device can. This contributed to the reported noise. All other damages found were sustained during the surgical procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited inappropriate auto mode switch episodes due to noise. The asymptomatic patient presented in the operating room for lead replacement on (B)(6) 2017. The lead was extracted and replaced successfully. The patient remained stable before, during, and after the procedure.